Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(4) 2018, patient was admitted to the hospital due to elevated blood glucose (bg) levels. Specific bg values were not provided. The patient was sleeping when his pod alarmed at 5:30 am in the morning. The patient woke up for a brief moment and then fell back asleep. The following day, he continued wearing the pod because he had forgotten that it alarmed while he was sleeping. Patient had worn the pod for over 48 hours on his leg. The patient was with his grandmother when he began to feel nauseous and was vomiting. His ketones were checked, and the ketone levels were reportedly high. Patient was taken to the hospital by his grandmother to be treated. At the hospital, the patient was administered two bags of fluid intravenously, and given a medication (called gravol) to treat his nausea. The patient was reportedly ¿almost in dka¿ (diabetic ketoacidosis). When the pod was removed from the site, the cannula was observed to be ¿full of blood¿. Patient started feeling a little better after being treated and was subsequently discharged. No further information was provided.